Event description:
Laparoscopic appendectomy: "after the doctor fired 5 clips successfully, the jaw shot out of the barrel and landed superior and lateral to the appendix. The jaw was retrieved using a grasper. No damage was done to the pt. The product disassembled on the sixth pull of the trigger on the table. An x-ray was performed to confirm no other particles were left behind in the pt." Pt status: "ok after the procedure."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.